Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer does not know what is stuck in the channel. Per customer, the material became lodged during the procedure. Post procedure, when the reprocessing was completed, the material could not be dislodged and the device was sent in for repair. Information for reprocessing performed at the facility: adapter is being used for pre cleaning. Pre-cleaning is being done immediately after procedure before being taken to wash room. The scopes are wiped down with enzymatic sponges and channels suctioned. Pre wash is done in sink with medivator intercept detergent. A single brush is used for channel cleaning (boston scientific hedgehog sbb-382). Scopes are then washed in the steris medivator washers with rapicid disinfectant; there have not been issues with washing in medivators. After the medivator washing, the scopes are removed, and towel dried and medical air is used to blow dry the channels. After drying, the scopes are hung in a cabinet for storage. This device would not pass in the medivator cleaning cycle so it was hand washed in the metricide opa per manufacturers guidelines prior to sending it in for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling, insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU of the device says to avoid aspirating solid matter of thick fluids. Actions to be taken when aspirating them are stated as below: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. ¿ the event can be detected by following the instructions for use (IFU) which state: IFU (operation manual) of the device states as below: ¿inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was presence of foreign material in the channel clogging it, likely due to insufficient reprocessing. Neither the brush nor forceps was able to be inserted in the channel due to the clogging. This also created an issue with the air/water and suction flow. There was no foreign material on the distal end. Additional observations for the device were: scratches on the cover; cracked distal end rubber coating (a-rubber) adhesive; and a dented cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing foreign material was stuck in the channel. There is no reported harm to any patient.